Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. The lot number was requested but not provided, therefore, the device history record review could not be performed. Based on the info provided, the most likely cause of this type of event is surgical technique. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.

Event description:
It was reported that a revision surgery was performed on a pt's shoulder; the surgeon did not like the position of the initial device placement. The surgeon removed the device, made a new cut in the humerus medullary canal, and inserted a new device. The revision surgery was successful and the pt is doing well. The surgeon stated that there were no product related issues. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.